Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "perimplant fluid".

Event description:
Patient reported "implant removal from textured to smooth due to the concerns of the product". Later, patient reported "perimplant fluid" via MRI and "calcified". This record is for the right side. Device remains implanted.